Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported display failure during installation. The touchscreen was insensitive and could not be calibrated after boot. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 01/21/2019. Manufacture date: 04/24/2019. Failure analysis on the returned touch screen shows that the customer complaint of ¿touchscreen failure¿ was confirmed. Touch screen was out of specification. This touchscreen will be returned to our vendor for further analysis and this report will be updated when the analysis is provided to us. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.